Manufacturer narrative:
Product event summary: performance data collected from the device was received, analyzed, and indicated normal battery depletion. Analysis of the data showed the battery indicator signifying that it is time for device replacement. It was noted that eri was on (B)(6) 2013.

Event description:
It was reported that the patient went to the clinic due to an alarm with the device. The physician suspects early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).